Manufacturer narrative:
Product has been received by zimmer biomet. Root cause will be addressed in hhe (B)(4) and ca-(B)(4). Review of complaint history found no additional related issues for this item, however, there is a known trend on this issue with this brand of product that is being addressed in hhe (B)(4) and ca-(B)(4). Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a distal radius orif, after the plate was placed on the bone, it was noticed that the drill bit had rust like discoloration on it. The equipment was removed and another epak was open. A total of four epaks were found to have the discoloration and the procedure was completed with a dvr anatomic system.